Event description:
Observation found during evaluation of original complaint: the gt tracking fails to calibrate and displays an ec403 error. There are dark vertical lines in the ultrasound image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the unit is giving ec403 was confirmed. Unit is giving ec403 error. There are dark vertical lines in the ultrasound image. These issues are due to an internal failure within the probe. H3 other text: evaluation findings are in section h11.

Event description:
Observation found during evaluation of original complaint: the gt tracking fails to calibrate and displays an ec403 error. There are dark vertical lines in the ultrasound image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.